Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva hf y w/cap air embolism reported. The following information was provided by the initial reporter: air embolism during CT scan while using bd nexiva. Air column was noticed during the scan review 21-dec-2024 - received an email response from complainant for information requested. 1.provide the event occurrence date. Ans: 19/12 2. Provide the lot number ans: unknown. Cannula was set in the general ward and went down to radiology for a scan where the issue occur customer response (B)(6) 2025 was air noted in the nexiva tubing? Ans : no , do take note that patient was undergoing CT scan , high flow. Was air noted in the IV tubing? Ans : no , do take note that patient was undergoing CT scan , high flow. Was there any damage evident to the nexiva? Ans : no , but q-syte was not replaced during power injection . Have already informed the hospital on the need to remove q-syte before power injection.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.